Event description:
Customer reported that insulin gauge displayed an amount different than expected, with the discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was informed about using room temperature insulin.